Event description:
Pt implanted on 5/7/98 in the upper and lower vermilion borders. Onset of infection, herpes simplex and a visible implant 6/23/98. Implant explanted 6/23/98. Pt treated 9/1/98 with acyclovis.